Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain /pain"), bipolar I disorder ("depression, manic depression"), schizophrenia ("schizophrenia with psychosis traits"), bipolar disorder ("bipolar disorder") and crohn's disease ("crohn¿s disease") in a 34-year-old female patient who had essure (batch no. 626812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included bipolar disorder since 2012, ileus, manic depression since 2012, schizophrenia since 2012, vaginal odor and endometriosis. Concomitant products included aripiprazole (abilify) since 2012, cefalexin (cephalexin), citalopram, citalopram hydrobromide (celexa) since 2012, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl), fluoxetine hydrochloride (prozac) since 2012, hydrocodone from 5-oct-2015 to 17-may-2017, lamotrigine (lamictal) since 2012, naproxen from 2012 to 2017, omeprazole since (B)(6) 2015, promethazine, sertraline (zoloft) since 2005 and trazodone since 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of rash ("rash around pelvic area"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), dyspareunia ("painful intercourse"), the second episode of rash ("rashes"), dysgeusia ("allergic or hypersensitivity reaction (metallic taste in mouth)") and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced the first episode of menorrhagia ("abnormally heavy menstrual bleeding/abnormal menstruation/prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bipolar I disorder (seriousness criterion medically significant), schizophrenia (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), anxiety ("anxiety"), pruritus ("itching"), weight fluctuation ("weight fluctuation"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), contusion ("hip contusion") and arthritis ("arthritis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, bipolar I disorder, schizophrenia, bipolar disorder, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, dyspareunia, anxiety, the last episode of rash, pruritus, weight fluctuation, dysgeusia, fatigue, irritable bowel syndrome, weight increased, abdominal pain, contusion and arthritis outcome was unknown and the pelvic pain, crohn's disease, vaginal haemorrhage and the last episode of menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, arthritis, back pain, bipolar disorder, bipolar I disorder, contusion, crohn's disease, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, irritable bowel syndrome, pelvic pain, pruritus, schizophrenia, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of menorrhagia, the first episode of rash, the second episode of menorrhagia and the second episode of rash to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. There were noted to be 3 coils extruding from each ostium at the end of the procedure from (B)(6) 2015 to lost job, so did not return; the reason was she was hospitalized for 8-10 days. She went right back to the hospital the following month. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: pfs received event "bipolar disorder, manic depression, schizophrenia with psychosis traits, hip contusion and arthritis" were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube"), pelvic pain ("severe pelvic pain /pain") and crohn's disease ("crohn¿s disease") in a 34-year-old female patient who had essure (batch no. 626812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included bipolar disorder since 2012, ileus, manic depression since 2012, schizophrenia since 2012, vaginal odor and endometriosis. Concomitant products included aripiprazole (abilify) since 2012, cefalexin (cephalexin), citalopram, citalopram hydrobromide (celexa) since 2012, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl), fluoxetine hydrochloride (prozac) since 2012, hydrocodone from (B)(6) 2015 to (B)(6) 2017, lamotrigine (lamictal) since 2012, naproxen from 2012 to 2017, omeprazole since (B)(6) 2015, promethazine, sertraline (zoloft) since 2005 and trazodone since 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), the first episode of rash ("rash around pelvic area") and weight increased ("weight gain"). In (B)(6) 2010, the patient experienced the first episode of menorrhagia ("abnormally heavy menstrual bleeding/abnormal menstruation/prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), depression ("depression"), anxiety ("anxiety"), the second episode of rash ("rashes"), pruritus ("itching"), weight fluctuation ("weight fluctuation"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction (metallic taste in mouth)"), crohn's disease (seriousness criterion medically significant), irritable bowel syndrome ("irritable bowel syndrome") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, dyspareunia, depression, anxiety, the last episode of rash, pruritus, weight fluctuation, dysgeusia, fatigue, irritable bowel syndrome, weight increased and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, the last episode of menorrhagia and crohn's disease had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, crohn's disease, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, irritable bowel syndrome, pelvic pain, pruritus, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of menorrhagia, the first episode of rash, the second episode of menorrhagia and the second episode of rash to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. There were noted to be 3 coils extruding from each ostium at the end of the procedure most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, patient concomitant condition added, concomitant drug added, events added as follows:-vaginal hemorrhage, menorrhagia, dysgeusia, fatigue, crohn's disease, irritable bowel syndrome, fallopian tube perforation, rash, weight increase, abdominal pain, device monitoring procedure not performed incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube"), pelvic pain ("severe pelvic pain /pain") and crohn's disease ("crohn¿s disease") in a 34-year-old female patient who had essure (batch no. 626812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included bipolar disorder since 2012, ileus, manic depression since 2012, schizophrenia since 2012, vaginal odor and endometriosis. Concomitant products included aripiprazole (abilify) since 2012, cefalexin (cephalexin), citalopram, citalopram hydrobromide (celexa) since 2012, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl), fluoxetine hydrochloride (prozac) since 2012, hydrocodone from (B)(6)2015 to (B)(6)2017, lamotrigine (lamictal) since 2012, naproxen from 2012 to 2017, omeprazole since august 2015, promethazine, sertraline (zoloft) since 2005 and trazodone since 2012. On (B)(6)2008, the patient had essure inserted. In july 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), the first episode of rash ("rash around pelvic area") and weight increased ("weight gain"). In january 2010, the patient experienced the first episode of menorrhagia ("abnormally heavy menstrual bleeding/abnormal menstruation/prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), depression ("depression"), anxiety ("anxiety"), the second episode of rash ("rashes"), pruritus ("itching"), weight fluctuation ("weight fluctuation"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction (metallic taste in mouth)"), crohn's disease (seriousness criterion medically significant), irritable bowel syndrome ("irritable bowel syndrome") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, dyspareunia, depression, anxiety, the last episode of rash, pruritus, weight fluctuation, dysgeusia, fatigue, irritable bowel syndrome, weight increased and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, the last episode of menorrhagia and crohn's disease had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, crohn's disease, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, irritable bowel syndrome, pelvic pain, pruritus, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of menorrhagia, the first episode of rash, the second episode of menorrhagia and the second episode of rash to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. There were noted to be 3 coils extruding from each ostium at the end of the procedure quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain /pain") and crohn's disease ("crohn¿s disease") in a 34-year-old female patient who had essure (batch no. 626812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included bipolar disorder since 2012, ileus, manic depression since 2012, schizophrenia since 2012, vaginal odor and endometriosis. Concomitant products included aripiprazole (abilify) since 2012, cefalexin (cephalexin), citalopram, citalopram hydrobromide (celexa) since 2012, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl), fluoxetine hydrochloride (prozac) since 2012, hydrocodone from (B)(6) 2017, lamotrigine (lamictal) since 2012, naproxen from 2012 to 2017, omeprazole since (B)(6) 2015, promethazine, sertraline (zoloft) since 2005 and trazodone since 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of rash ("rash around pelvic area"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), dyspareunia ("painful intercourse"), the second episode of rash ("rashes"), dysgeusia ("allergic or hypersensitivity reaction (metallic taste in mouth)") and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced the first episode of menorrhagia ("abnormally heavy menstrual bleeding/abnormal menstruation/prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), depression ("depression"), anxiety ("anxiety"), pruritus ("itching"), weight fluctuation ("weight fluctuation"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), crohn's disease (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, dyspareunia, depression, anxiety, the last episode of rash, pruritus, weight fluctuation, dysgeusia, fatigue, irritable bowel syndrome, weight increased and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, the last episode of menorrhagia and crohn's disease had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, crohn's disease, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, irritable bowel syndrome, pelvic pain, pruritus, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of menorrhagia, the first episode of rash, the second episode of menorrhagia and the second episode of rash to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. There were noted to be 3 coils extruding from each ostium at the end of the procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: new pfs received- new event migration of essure device location of device: uterus was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal menstruation/prolonged menstruation"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety"), rash ("rashes"), pruritus ("itching") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, dyspareunia, depression, anxiety, rash, pruritus and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pruritus, rash and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.